Event description:
A peritoneal dialysis (pd) patient was hospitalized for a thrombectomy due to an issue with her unused fistula. The patient was subsequently hospitalized on (B)(6) 2014 due to blood loss, low blood pressure and low hematocrit count following the surgery. The patient was discharged (B)(6) 2014. As of (B)(6) 2014, the patient was able to continue continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issues.

Manufacturer narrative:
Based on the information, it is unknown how the device may have caused on contributed to the event. The post market surveillance department has received medical records and investigations are pending. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the clinical and plant investigation.